Manufacturer narrative:
The unit had an intermittent button response due to a flattened and creased up and down button dome switch. The unit had a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, and a broken reservoir tube lip.(B)(4).

Event description:
The customer's mother called in to report a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.